Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, rupture. And capsular contracture, baker grade iii. Diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: it is not possible to determine, the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture-breast: unable to observe, since it is not related to the device. Cyst(s)-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional, additionally reported, "simple cyst".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed, as fold flaw opening. And more than three opening assessed, as surgical damage. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Cyst(s): unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: crease and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, rupture. And capsular contracture, baker grade iii. Diagnosed by ultrasound. The device has been explanted and replaced with another manufacturer's device. This record relates to the left side.